Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients implantable cardioverter defibrillator (ICD) was unable to be interrogated and the device would not trigger an audible tone with magnet application. The patients prior interrogation report approximately four months prior indicated over eight years remaining longevity and now the battery seems to be completely depleted. The device did not meet the anticipated longevity. The right ventricular (rv) lead displayed a jump to high thresholds and a potential lead fracture is suspected. Both the ivd and rv lead have been extracted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was further reported via internal review of clinical data from the implantable cardioverter defibrillator (ICD) that on the day of ICD implant with the chronic right ventricular (rv) lead, a ventricular arrhythmia was induced where ventricular undersensing was noted during detection, and three shocks were delivered. Review of the data indicated that the first two shocks had triggered short circuit protection during high voltage therapy resulting in less than the programmed high voltage energy being delivered, but the third shock was delivered with the full programmed high voltage energy which terminated the arrhythmia. Review of clinical data from over the year post-implant of the ICD showed some rv oversensing on a high rate non-sustained episode and elevated sensing integrity counter (sic), indicating that the short circuit protection was triggered as a result of the compromised rv lead.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed. Analysis indicated that the right ventricular defibrillation coil developed a fracture due to flexing while in vivo. The interior superior vena cava defibrillation cable developed a fracture due to flexing while in vivo. The outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. The outer and the inner insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.